Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was electrical stress had accumulated due to energization of the image sensor at the distal end of the endoscope, static electricity was accidentally applied, or overcurrent flew due to connection/disconnection while the system was turned on. As a result, the electrical connecting condition became temporarily poor, which caused negative impact on the image signal output and the image signal output became unstable. Moreover, application of static electricity may have been caused by static electricity from the electrical wiring of other devices or adhesion of dust, moisture, stain, or foreign materials on the contacts of the system and the scope electrical connector, other than connecting/disconnecting while the system was turned on. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings include switch 1 was dirty and the following device components were scratched: control unit, switch 1, angulation lever, right left (rl) lever, up down plate, rl plate, grip, light guide (lg) cover glass, lg connector, video connector, and video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. The event occurred during a procedure. The procedure was completed with a similar device. There was no patient harm associated with this event.